Event description:
A welch allyn sales rep reportedly said that his fully functional sales demo unit would fail to turn on intermittently. Subsequent clarification with the original complainant indicated that the actual failure was intermittent sound output. No pt involvement.

Manufacturer narrative:
The device is an automatic external defibrillator. The user, in this case, was a company sales rep. He returned the actual device for evaluation. The initial report recorded a failure to turn on intermittently. Factory service could not duplicate any such failure. A call to the company sales rep clarified that the actual failure he experienced was a failure of speaker output. Factory service confirmed the reported speaker output failure. The cause of the failure was poor connection between the speaker spring contacts and the main board. We updated the speaker contacts to restore normal operation. Upon completion of repair and passing all release testing, the device was returned to the customer.